Event description:
On 6/5/78, rptr underwent bilateral breast augmentation. An MRI was obtained which showed suspected leakage around the implants. She has had two breast biopsies done which showed a nodular fibrocystic disease 2 yrs ago but recently had one which showed atypical lobular hyperplasia. She has bilateral ptotic breasts with well-healed scars on the left. There are no distinct masses throughout, but the implant on the left is very soft under the muscle whereas on the right it is a class ii capsule. Pt is a candidate to undergo bilateral capsulectomies with removal of the implants and internal mastopexies to help shape the breasts post-op. However, the pt should not have implants again because of her biopsy report which does have an increased risk of breast cancer associated with it, and implants would distort any mammography.